Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered when the cycler was off. The patient was not connected during the incident. Fluid was not discovered in the pump module area and leaked from an unknown source. A solution bag had not been placed on the heater tray. There were no alarms or warnings prior to or after the leak. Fluid did drip to back of cycler and got into the section in which the power cord plugged into the cycler. The contact stated they removed the power cord as they saw fluid dripping from the power cord. The patient re-inserted power cord and stated there was a visible "spark of electricity" when they reinserted power cord. The patient contact removed the power cord and did not continue to use cycler. The contact was advised to discontinue use of this cycler and the cycler was replaced due to the spark. The contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow-up, the pdrn stated the patient noticed fluid on the cycler cart the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart and stated it was unknown how fluid came into contact where the power cord plugged into the cycler. The pdrn stated the patient's wife set up and broke down the cycler for the patient before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The pdrn stated there was no indication that a leak was experienced inside of the cycler set door. The pdrn confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the pdrn confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. Per pdrn the patient contact reported observing a spark after they had re-inserted the power cord to the cycler, and immediately removed the power cord. Per pdrn it was unknown if the power cord was still wet or damp prior to being re-inserted into the cycler. There was no burning smell, smoke or fire noted as a result of the reported event. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete pd treatment using manuals to complete treatment pending delivery of the replacement cycler. The pdrn confirmed a replacement cycler has been received, and the patient has continued use of the replacement cycler without further issue. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered when the cycler was off. The patient was not connected during the incident. Fluid was not discovered in the pump module area and leaked from an unknown source. A solution bag had not been placed on the heater tray. There were no alarms or warnings prior to or after the leak. Fluid did drip to back of cycler and got into the section in which the power cord plugged into the cycler. The contact stated they removed the power cord as they saw fluid dripping from the power cord. The patient re-inserted power cord and stated there was a visible "spark of electricity" when they reinserted power cord. The patient contact removed the power cord and did not continue to use cycler. The contact was advised to discontinue use of this cycler and the cycler was replaced due to the spark. The contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow-up, the pdrn stated the patient noticed fluid on the cycler cart the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart and stated it was unknown how fluid came into contact where the power cord plugged into the cycler. The pdrn stated the patient's wife set up and broke down the cycler for the patient before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The pdrn stated there was no indication that a leak was experienced inside of the cycler set door. The pdrn confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the pdrn confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. Per pdrn the patient contact reported observing a spark after they had re-inserted the power cord to the cycler, and immediately removed the power cord. Per pdrn it was unknown if the power cord was still wet or damp prior to being re-inserted into the cycler. There was no burning smell, smoke or fire noted as a result of the reported event. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete pd treatment using manuals to complete treatment pending delivery of the replacement cycler. The pdrn confirmed a replacement cycler has been received, and the patient has continued use of the replacement cycler without further issue. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.